Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia the blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous drip. Lenghth of hospitalization was greater tan 24 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007419 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007419 were previously tested in complaint (B)(4) on 10/jul/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6007419 was manufactured according to the wi version 79.0 and packaging in the multivac 12, on 02/jun/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4e04065 was manufactured according to the wi version 27 assembled in the quickset line, on 01/jun/2024, with a total of (B)(4) units. The lot 4e04066 was manufactured according to the wi version 27 assembled in the quickset line, on 01/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007419 and one more complaint have been registered in database for the same lot 6007412 and malfunction code conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.